Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to be in backup vvi operation due to multiple bits flipped. The product code was successfully downloaded. The device exhibited normal battery depletion. Electrocautery marks were observed on the device can.

Event description:
It was reported that the patient presented for follow-up in backup vvi. The device was explanted due to the device approaching elective replacement indicator.